Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed battery communication time out. Battery data was not being shown on display (n/a for battery). No patient injury reported.

Manufacturer narrative:
Device evaluation: visual inspection performed and showed chipped top case corners, cracked right plunger case. The event history log showed battery communication timeout. The complaint was confirmed when it found 'battery communication timeout' at power up process. All battery values were zero. The battery no longer operates properly due to normal wear, it's seven years old. Replaced cracked top case, plunger case assembly, and power supply insulator. Replaced plunger cable, worm coupling, worm gear, old motor mount, lead screw and both clutch halves due to normal wear. Replaced inoperable interconnect board, ip addressed were both blank (normal wear, it's eleven years old). The reported customer problem is related to battery data not being shown on the display while also giving an error regarding battery communication timeout. The reported problem was duplicated as "battery communication timeout" was found at power up with battery values being displayed as zero within battery diagnostics.